Event description:
Pt placed peri-cold pack to perineum. When she laid back into bed, the cold pack burst. She noticed cold and wetness. The pt was washed off and the bed linens were changed. The pt's physician was notified. There was no pt harm.